Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-1101. The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation from her scs system implanted for pnfs (peripheral nerve field stimulation), (off label use). It was also reported the pt is experiencing a frequent recharge burden with her ipg. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt is considering having her scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.